Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to a lack of a pre implant CT scan. There was a report of a very short aortic neck; this condition was confirmed, but could not be evaluated for off label product use. The patient's use of anticoagulation therapy might have contributed to this event due to te known risk of bleeding complications. Twenty eight months post implant, there was medical documentation to support a type ia endoleak and a repair procedure; the endoleak could not be completely mitigated ((B)(6) success). The patient was discharged home on post-operative day one. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.

Event description:
It was reported that approximately 28 months post implant of a bifurcated device and a suprarenal aortic extension, the patient was seen routinely for follow up on an unknown date, and a computed tomography scan revealed an endoleak. The clinical specialist reported that the patient had a very short neck and the physician elected to implant an infrarenal aortic extension to seal the endoleak. After the procedure a scan was performed and indicated that it appeared that some of the endoleak was sealed off. The physician elected to perform a follow-up CT scan at an unknown date. The patient was reported to have done fine both during and post procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.